Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen bezel/casing separated and the pump housing was in two pieces, consistent with a device bonding failure involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including photographs. Investigation of this case revealed a stress-related problem consistent with loss of or failure to bond at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.